Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an cre fixed wire balloon dilator was used in an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2010 involving an adult patient (patient exact age, weight, date of birth, ID and gender are unknown). According to the complaint, during the procedure they successfully dilated the patient's esophagus using the balloon, however when they went to remove the device, the balloon would not deflate. They removed the scope and the balloon as a unit and cut the balloon catheter from the egd scope. The procedure had been completed with this device and there were no patient complications. The patient is reported to be "fine."

Manufacturer narrative:
(B)(4): although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation on february 19, 2010 that an cre fixed wire balloon dilator was used in an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2010 involving an adult patient (patient exact age, weight, date of birth, ID and gender are unknown). According to the complaint, during the procedure they successfully dilated the patient's esophagus using the balloon, however when they went to remove the device, the balloon would not deflate. They removed the scope and the balloon as a unit and cut the balloon catheter from the egd scope. The procedure had been completed with this device and there were no patient complications. The patient is reported to be "fine."

Manufacturer narrative:
A visual examination of the returned device revealed that the balloon had been previously inflated and inserted into a patient. A severe bend was observed in the catheter, however the balloon was able to be inflated and deflated without difficulty and no other damage was noted. Analysis could not confirm the complaint description. It is likely that the balloon was not deflated completely before pulling back the catheter this could cause a kink/bend as observed in the complaint device, which would result further deflation difficulties which could prevent complete deflation. The root cause will therefore be classified as operational context. (B)(4).